Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was dislodged due to the patient had difficulty anatomy. The physician did not allege any lead malfunction. The lead was explanted and replaced. The patient was stable before, during and after the procedure.